Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm commander delivery system balloon burst during deployment of a 26mm sapien 3 ultra valve in the aortic position, and delivery system withdrawal difficulties with injury occurred. Access was obtained via the right transfemoral artery. The 14fr esheath+ was inserted into the patient without issue. Balloon aortic valvuloplasty was not performed pre-implant. No additional volume was added to the commander delivery system balloon. During valve deployment, the delivery system balloon burst. The physician felt the balloon burst was possibly due to calcium burden. The valve did not need to be post-dilated. Most of the delivery system was withdrawn into the sheath, but the distal tip of the delivery system, along with some folded balloon material, was unable to be withdrawn into the sheath. The sheath and delivery system were then withdrawn as a unit. The physician felt some resistance when removing the devices. The field clinical specialist stated they believed what the physician was feeling was the balloon material moving through the vessel during removal. Imaging showed little to no flow past the superficial femoral artery (sfa). A cutdown was made to repair the vessel. During the cutdown, the physician removed several pieces of intima from the sfa. The vessel was repaired with a surgical patch. The perceived root cause of the injury was thought to be the removal of the delivery system/sheath while the balloon material was on the outside of the tip of the sheath. The repair restored blood flow, and the patient is doing well.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The commander delivery system was returned to edwards lifesciences for evaluation. The following was observed upon visual examination: balloon burst radially and longitudinally, with no missing balloon pieces. Distal balloon wings are flared out. The distal end of the balloon material appeared to be caught on the sheath distal tip. Dimensional testing was performed by measuring the inflation balloon single wall thickness along the edges of the burst location. All measurements met specifications. Due to the nature of the event, functional testing could not be performed. Imagery of the patient's anatomy was provided, and calcification was observed in the native annulus. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The delivery system balloon burst was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as imagery revealed calcification in the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The inability to withdraw the device into the sheath and subsequent vascular dissection was confirmed based on evaluation of the returned device (burst balloon). Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on to the distal end of sheath tip and patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.